Event description:
Five day infusor with doxorubicin and dextrose 5 not running. Was attached to pt on 8/10/98. On 8/1/98 nurse noticed it wasn't running. Checked part, which was o.k. Made new infusor for pt watched infusor for a day. Infusor did not run, but not at the normal pace. It did not give out the amount it should have, more like half the amount per day it needs to give.